Event description:
Pt intubated for airway edema. Propofol infusing at 50mcg/kg/min with a rass [richmond agitation-sedation scale] goal of -1 to -3. At approximately 1045, the nurse assessed the patient due to coughing while intubated. The channel delivering the continuous dose of propofol was alarming, indicating a downstream occlusion. The nurse assessed the IV tubing and the IV site and did not find any occlusion. Due to the patient coughing while intubated, and a rass score of +2, the patient was at risk for loss of the airway. The patient required a bolus dose of fentanyl 50mcg and an increase in the continuous infusion of fentanyl from 25mcg/hr to 50 mcg/hr to provide adequate sedation. The patient's rass score returned to -3. A new b. Braun pump channel was obtained to continue the propofol infusion.